Event description:
A bipap a30-s device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation, the service technician observed a ventilator inoperative error code e088 (this error indicates that the device cannot be operated after three restarts). The printed circuit assembly (pca) was defective and needs to be replaced to address the issue. Additionally, the device had dust/dirt contamination, and the data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID 10027/24, and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This bipap a30-s device was manufactured on 11/01/2012, which is prior to the unique device identifier (UDI-gtin) requirement implementation. This device does not have a UDI and no UDI will be listed in this report.